Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes of 449 mg/dl, 124 mg/dl and 104 mg/dl. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The complaint was not confirmed. All results were within range specification. Additionally, the reported readings were found in the device's internal memory log all within 10 minutes.